Event description:
While using a small battery drive, the user released the trigger and an attachment on the drive became caught on the user's glove causing the users wrist to twist. User was in a splint and unable to work for two weeks.

Manufacturer narrative:
The manufacturing records were reviewed and no complaint related issues were found. Investigation could not be completed, no conclusion could be drawn as no device was returned.